Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the product was not confirmed. The ra lead was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture the correct the explant date, the return date and investigation results.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted. Additional information from the company field representative indicated that the system was explanted due to infection on (B)(6) 2019 and not on (B)(6) 2019 as originally processed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.